Manufacturer narrative:
Analysis of the 8637-40 found no anomalies. The pump logs as received were gathered and no anomalies noted. The pump passed dispense testing. The outcome of the volume infusion test was within what is stated in the clinical reference guide. Analysis of the 8703w found catheter body deformed in shape and/or abrasion did not affect infusion. The abrasions observed were consistent with the catheter body rubbing against pump over time. Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient had spasms and every time the patient ¿got into have my medicine added they drain and then add the medicine¿. The pump said ¿it gave me this much but I always have more. So for instance the device report 2 cups in 1 cup out. When they check it there was 1.5 cups coming out¿. Per the reporter it seemed like a faulty pump.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative in regard to a patient receiving lioresal ¿2000¿ with a dose of ¿600¿. The baclofen lot number, other medications the patient was taking at the time of the event, and medical history were unable to be obtained. The issue being reported was an increased refill residual. They were unsure why they were getting increased residual volume when refilling the pump. The patient said she was getting twice as much residual as the pump said it should. In 2015 they were able to aspirate 3cc from the cap and using dye, no breakage was noted along the catheter. It was noted they also did rotor study and had good return for this. Interventions/actions taken included replacing the pump and catheter on (B)(6) 2016 and they would send in for interrogation to make sure pump was working correctly. The issue was resolved at the time of this reported and the patient¿s status was ¿alive- no injury¿. There was no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l81805, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep) via a health care provider (hcp) regarding a patient receiving lioresal 2000mcg/ml at a dose of 1,271.7mcg per day. The "start" date was listed as the patient's last refill date which had occurred on (B)(6) 2015. The indications for use were noted as intractable spasticity and spinal cord injury/spinal cord disease. The last three refills had a greater than 3 ml discrepancy between the residual volume and actual volume. Less than fifty percent reduction in tone and worsening spasms over several months was noticed over the period of the three refills where the discrepancies specified as increased reservoir residual volumes were found as well. The patient was as a result referred to another health care provider (hcp) to evaluate the catheter. No actions were taken other than the plan to be evaluated and therefore the issue was note resolved at the time of the report. Other medications the patient was taking at the time of the event were not able to be obtained. The patient's status at the time of this report was listed as "alive-no injury". It was then further reported the catheter assessment occurred on (B)(6) 2015; pump side port access with fluoroscopy occurred. The hcp was able to aspirate 3 cc of fluid from the side port and determined the catheter was patent. They then inserted the dye and didn't see any around the pump. It was noted that with the patient's hardware and position, it was difficult to see the tip of the catheter. The hcp did a rotor study, saw 60 degree movement and confirmed normal function. The hcp then primed the catheter. The plan was to watch and see how things went. If the increased volumes continued or the patient's spasticity worsened, the plan was to change the catheter then further reported as "we may empirically replace subarachnoid catheter". It was noted the pump had an eri (elective replacement indicator) of 42 months. The current catheter was noted to have been in place since 2000. No further information was provided.